Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the clamp broken; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the clamp broken was due to cracks in the door latch/handle area.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with the clamp broken was confirmed and reproduced during evaluation. The cause of the reported condition is currently undetermined. The door latch was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.